Event description:
It was reported that the patient may have a surgical procedure to explant the ipg for an unspecified reason. Patient stated they are not using the system anymore, but a reason was not given. As a result, surgical intervention may occur.

Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.